Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured at the time of implant. It was stated that the first lead was implanted with ¿no problem,¿ however the second lead in the second channel had high impedances of ¿>10000¿ ohms on electrodes 11, 12, 13, 14, and 15. The patient¿s two leads were then disconnected from the implantable neurostimulator (ins) and were instead connected to an external neurostimulator (ens) via a trialing cable and ¿all the impedances were ok.¿ the leads were then reconnected to the ins and they experienced ¿the same thing¿ with the impedances of electrodes 11, 12, 13, 14, and 15. The cause of the issue was not determined, though it was noted it was ¿certainly due to the entry of the ipg.¿ the implanting hcp then ¿decided not to put the lead at the end¿ of the ins channel and ¿only the 14 and 15 were >10000¿ ohms. It was clarified that the hcp had opted to ¿not fully insert¿ the lead into the ins. It was noted the hcp ¿decided to stay with this situation. The issue was reportedly not resolved at the time of report; however the patient was receiving effective therapy. It was noted that if the impedance problem were to recur in the future, the hcp would change the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.